Event description:
The patient was accessed with a 20 gauge 1 inch lifeguard needle. Got blood return and went to flush when it was noted that the flush went out the middle of the IV tubing. Tubing had large hole in the mid-section. The needle was removed and a new needle was used for reaccess. There appears to be a defective port needle.